Manufacturer narrative:
Unit had intermittent button response due to corroded keypad trace. No button error alarms occurred.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 109 mg/dl. Troubleshooting was not performed. The device was returned for analysis.